Manufacturer narrative:
Biomed changed the expiratory membrane, flow sensor and circuit. Device was still alarming. He ran through the pm tests and all results were good. He ran the pre-op checks and they passed. He ran on a test lung and got the same alarms within a couple of minutes. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: biomed says ventilator has been alarming "disconnected ventilator side" & "disconnect patient side" & "turn flow sensor" during the venting of a few patients. All but the last one were left on as the ventilator continued to ventilate. The last patient was moved to a different ventilator. This unit was then pulled and given to the biomed. No harm to any patients.

Manufacturer narrative:
Biomed changed the expiratory membrane, flow sensor and circuit. Device was still alarming. He ran through the pm tests and all results were good. He ran the pre-op checks and they passed. He ran on a test lung and got the same alarms within a couple of minutes. Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The log files confirmed that ventilator-side disconnection alarms have occurred frequently since 05/08/2023. No technical faults (tfs) were recorded during this period. The root cause of the event was determined to be a defective servo module. After replacing the servo module, full tsw (technical service work) was performed and all functional tests passed. The device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following incident description: biomed says ventilator has been alarming "disconnected ventilator side" & "disconnect patient side" & "turn flow sensor" during the venting of a few patients. All but the last one were left on as the ventilator continued to ventilate. The last patient was moved to a different ventilator. This unit was then pulled and given to the biomed. No harm to any patients.